Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver battery (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Battery alarm review found recorded, a permanent fault status of "0001". Visual inspection of external components found separation between housings. Functional testing found that battery s/n (B)(6) failed due to separation of the housing and due to the battery not charging. Additional testing included confirming the initial smbus data, no changes were found. Battery s/n (B)(6) recorded a permanent fault status of "0001". Customer complaint was replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported inability of the battery to charge was determined to be a permanent battery fault due to exposure to overvoltage during regular use. Failure investigation identified no other test failures or damage that could have contributed to the reported event. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient was seen in the clinic and brought two freedom driver batteries and stated that they will not charge. No adverse impact to patient was reported.

Event description:
Per hospital staff, patient was seen in the clinic and brought two freedom driver batteries and stated that they will not charge. No adverse impact to patient was reported.